Event description:
Inaccurate tsh test results due to an undisclosed biotin interference. Our clinic acquired a new chemistry analyzer vitros 5600 at the end of (B)(6) 2017. In (B)(6) our physicians (13) noticed they were seeing an increase in low and critical low tsh results. They asked me to investigate. It was noted that this issue was not discovered during our verification process since it affects 7 percent of our patient population - mainly geriatrics. Several patients were referred to an endocrinologist and after additional studies including thyroid scans they were found to have normal test results.